Event description:
New information received notes that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate atp therapy and inhibition of therapy due to noise were observed. Fracture and clavicular crush were observed. The lead was capped and replaced on (B)(6) 2017.